Event description:
It was reported by service report that the footboard assembly was cracked and the footboard was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard.